Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The internal battery was replaced to address the internal battery issue. The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an external battery communications lost alarm and an error message (sf 218) related to a main board error. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly while the external battery communications lost alarm and sf218 were due to a software issue. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.